Manufacturer narrative:
(B)(4). The other perclose proglide device is filed under a separate medwatch manufacturer report reference number. Evaluation summary: visual and functional inspections were performed on the returned device. The unknown device failure was unable to be confirmed as all the device components were not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 6fr sheath after a coronary intervention. Reportedly, both proglide devices failed. The site reporter could not recall the specific failure. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.